Event description:
Pt underwent post fossa craniotomy for excision of space occupying lesion. The end of selector ultrasonic aspirator was found to be missing and possible in the pt. The broken piece was found aspirated into the suction machine.